Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right hip. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Manufacturer narrative:
An event regarding patient pain involving an accolade and uh1 hemiarthroplasty was reported. The event was not confirmed. Device remains implanted. -medical records received and evaluation: clinician review of the provided records concluded: "groin pain after a hemiarthroplasty is not uncommon due to host acetabular cartilage wear. The patient also has a history of lumbar spine disease and peripheral neuropathy, which could also contribute to his complaints. There is no evidence that factors of faulty component design, manufacturing, or materials are responsible for this event description." -device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies -complaint history review found no other similar events have been reported for the subject manufacturing lot. Conclusions: the exact cause of the reported pain could not be determined. A review of the provided records by a clinical consultant indicated there is no evidence the event is device related. A CAPA trend analysis was conducted for the reported failure mode and concluded pain may result from other factors not necessarily related to the device. The additional product was added to the complaint after the initial medwatch was submitted. Cat. No.: 6260-9-126, 26mm std lfit v40 head, lot code: 23942504, cat. No.: uh1-50-26, uhr bipolar 26x50mm, lot code: hw3mmd.

Event description:
Patient had a stryker accolade prosthetic implanted in his right hip due to fall. He had been having a lot of pain in his hip and his balance seems to be worse. He is having trouble walking and has been using walker or cane to get around. Patient wanted to know if his implant was part of recall or not.

Event description:
Patient had a stryker accolade prosthetic implanted in his right hip due to fall. He had been having a lot of pain in his hip and his balance seems to be worse. He is having trouble walking and has been using walker or cane to get around. Patient wanted to know if his implant was part of recall or not.